Event description:
Per the clinic, the patient experienced a swelling at the magnet site resulting in poor magnet retention. The patient had a skin revision on (B)(6) 2023 under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on nov 27, 2023.